Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and hardening of valve were confirmed through observed calcification. X-ray demonstrated heavy calcification on leaflets 2 and 3 and moderate calcification on the remainder of leaflet 1. Calcification restricted leaflet mobility and led to stenosis. X-ray also demonstrated wireform was deformed and broken around leaflet 1. As received, leaflet 1 had a torn out area of approximately 12mm x 10mm and torn leaflet fragment was not returned. Leaflet 3 had a 8mm tear near commissure 1. Calcification was evident at the tear. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Sewing ring was cut off and exposed the wireform around the inflow aspect. Cut off sewing ring fragment was not returned. Three suture pledgets remained attached to the sewing ring around commissure 2 and leaflet 2. H10: additional manufacturer narrative: updated sections f10 (device codes), h3, h6 (method code) h11: corrected data: corrected section h6 (conclusions code), h10 (additional manufacturer narrative) h10: additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, it was determined that this event was due to calcification on all three (3) leaflets as demonstrated in the device evaluation. The root cause was determined to be due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted due to patient related factors. The physician noted that the dialysis had likely led to early hardening of the valve. The explanted device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 3300tfxj aortic pericardial valve, implanted approximately two (2) years and three (3) months, was explanted due to aortic stenosis secondary to hardening of the valve. The device was explanted and replaced with a non-edwards mechanical valve. There was no allegation of device malfunction. The doctor commented that dialysis had likely led to early hardening of the valve.